Manufacturer narrative:
As received, the rv cables were fractured at 3.1 cm from connector pin. Physical destructive analysis found the etfe insulation of the rv cables damaged. Scanning electron microscope photograph revealed stress marks and surface indents on the filars of the rv cables. The damage found on the rv cables occurred at the time of manufacturing, due to a workmanship anomaly.

Event description:
It was reported that the patient had received a vibratory notification back in 2008 for high hv lead impedance. Both the rv vectors were out-or-range. Noise was also displayed on the leads when the patient was moving around. The rv lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.